Manufacturer narrative:
Other, other text: one cadd legacy 1 pump was returned for the evaluation of the reported issue. The device was received with no physical damage. A DHR, device history review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. The event log no evidence of the issue. To further investigate, a functional test was performed. Customer problem was not duplicated. However delivery accuracy testing on the pump supports the complaint. Delivery accuracy testing found the pumps average delivery error to be over delivering the control limit specification of +/- 3 percent but within the published specification of +/-6 percent. The pump?s expulsor will be replaced as a preventive measure.

Event description:
Information was received indicating that during testing of this smiths medical cadd legacy 1 pumps, the pump failed accuracy by -8.9%. No patient injury reported.